Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Mr.(B)(6), with bilateral amputations, was undergoing a trial of two c-leg 4. While walking on the sidewalk going down a slight slope, at one point, the right knee did not switch in swing phase remaining in extension. Mr. (B)(6) suddenly lost balance and fell on his left elbow. The prosthetist reported an open fracture of the elbow with no more details. Note: due to the fact that the patient involved in this incident is a bilateral amputee, also a second device (3c98-3=s, sn(B)(4)) will be further investigated. According to the current event description provided by the healthcare professional (cpo) this second device did not cause or contribute to the occurred event ("the other knee was the cause of the fall" & "the customer has no complaint with this knee"), which is why it is not suspected to cause or contribute to the event. The investigation of the second device has solely been initiated for the sake of completeness.